Event description:
Information was received from a healthcare provider and company representative regarding a patient receiving dilaudid (10 mg/ml) at 1.9 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient recently had an MRI (magnetic resonance imaging) of the brain on (B)(6) 2016 that was not due to a suspected problem with the device or therapy. It had been more than 2 hours since the patient exited the MRI field. There were no symptoms reported following the MRI. A motor stall was seen at the initial interrogation. The event logs displayed a "stopped pump period may exceed tube set" message on (B)(6) 2016. Re-interrogating the pump with logs was discussed. A second interrogation on (B)(6) 2016 resulted in a motor stall recovery being displayed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.